Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx2213 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that fluids leaked from the connection between the distal end and the extension tubing of the catheter.